Manufacturer narrative:
One nt2000 generator was received into the lab for analysis. Visual inspection revealed the input, output connectors and controls appeared to be free of physical damage. All of the mounting hardware was secured. Normal wear was observed on the exterior enclosure. The generator failed to turn on when ac power was applied which indicated a hardware issue. Upon further investigation, the issue was isolated to one of the fuses being blown, located in the fuse holder. It was replaced temporarily with a known good fuse. The generator turned on successfully, passed a self-test and initialized successfully to the main screen. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the reported event was confirmed. The root cause of the reported event was isolated to an abnormal functioning fuse located in the fuse holder.

Event description:
During a procedure, after radiofrequency ablation had been performed for 8 seconds the generator made a popping sound and shut off. The procedure was cancelled and rescheduled for a later time. There were no adverse consequences to the patient.